Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-oct-2018. The most recent information was received on 25-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") and intervertebral disc protrusion ("left neck hernia") in a 46-year-old female patient who had essure (batch no. 628321) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain (seriousness criterion medically significant), intervertebral disc protrusion (seriousness criterion disability) with neck pain, menometrorrhagia ("hemorrhage periods / bleedings between periods"), vaginal discharge ("vaginal loss"), abdominal distension ("swollen belly"), headache ("headache"), anaemia ("anemia"), dizziness ("dizziness"), fatigue ("chronic fatigue"), nausea ("nauseas"), dysphonia ("voice modification"), bronchitis ("bronchitis"), cough ("dry cough"), productive cough ("productive cough"), feeling of body temperature change ("hot and cold"), urinary tract infection ("urinary tract infection"), loss of libido ("loss of libido"), renal pain ("kidney pain"), poor peripheral circulation ("bad blood circulation on legs"), tendon pain ("tendon pain"), musculoskeletal pain ("joint pain / muscular pain"), dysstasia ("difficulty to stay up"), visual impairment ("vision disorders"), lacrimation increased ("left eye tear"), sciatic nerve neuropathy ("repetitive sciatic nerve disease") and mental disorder ("absence"). At the time of the report, the back pain, intervertebral disc protrusion, menometrorrhagia, vaginal discharge, abdominal distension, headache, anemia, dizziness, fatigue, nausea, dysphonia, bronchitis, cough, productive cough, feeling of body temperature change, urinary tract infection, loss of libido, renal pain, poor peripheral circulation, tendon pain, musculoskeletal pain, dysstasia, visual impairment, lacrimation increased, sciatic nerve neuropathy and mental disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, anaemia, back pain, bronchitis, cough, dizziness, dysphonia, dysstasia, fatigue, feeling of body temperature change, headache, intervertebral disc protrusion, lacrimation increased, loss of libido, menometrorrhagia, mental disorder, musculoskeletal pain, nausea, poor peripheral circulation, productive cough, renal pain, sciatic nerve neuropathy, tendon pain, urinary tract infection, vaginal discharge and visual impairment with essure. The reporter commented: 79% of disability on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 19-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") and intervertebral disc protrusion ("left neck hernia") in a (B)(6) female patient who had essure (batch no. 628321) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain (seriousness criterion medically significant), intervertebral disc protrusion (seriousness criterion disability) with neck pain, menometrorrhagia ("hemorrhage periods / bleedings between periods"), vaginal discharge ("vaginal loss"), abdominal distension ("swollen belly"), headache ("headache"), anaemia ("anemia"), dizziness ("dizziness"), fatigue ("chronic fatigue"), nausea ("nauseas"), dysphonia ("voice modification"), bronchitis ("bronchitis"), cough ("dry cough"), productive cough ("productive cough"), feeling of body temperature change ("hot and cold"), urinary tract infection ("urinary tract infection"), loss of libido ("loss of libido"), renal pain ("kidney pain"), poor peripheral circulation ("bad blood circulation on legs"), tendon pain ("tendon pain"), musculoskeletal pain ("joint pain / muscular pain"), dysstasia ("difficulty to stay up"), visual impairment ("vision disorders"), lacrimation increased ("left eye tear"), sciatic nerve neuropathy ("repetitive sciatic nerve disease") and mental disorder ("absence"). At the time of the report, the back pain, intervertebral disc protrusion, menometrorrhagia, vaginal discharge, abdominal distension, headache, anaemia, dizziness, fatigue, nausea, dysphonia, bronchitis, cough, productive cough, feeling of body temperature change, urinary tract infection, loss of libido, renal pain, poor peripheral circulation, tendon pain, musculoskeletal pain, dysstasia, visual impairment, lacrimation increased, sciatic nerve neuropathy and mental disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, anaemia, back pain, bronchitis, cough, dizziness, dysphonia, dysstasia, fatigue, feeling of body temperature change, headache, intervertebral disc protrusion, lacrimation increased, loss of libido, menometrorrhagia, mental disorder, musculoskeletal pain, nausea, poor peripheral circulation, productive cough, renal pain, sciatic nerve neuropathy, tendon pain, urinary tract infection, vaginal discharge and visual impairment with essure. The reporter commented: 79% of disability on left side. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.